Event description:
A patient reported they were rushed to the ER and hospitalized because patient was found foaming at the mouth and in a seizure. Their one touch basic meter allegedly was inaccurately low. Symptoms were tired, a little weak, shaky, and cold hands. The result on their meter was 84 (unknown units). The results from the ER and/or hospital were not provided. Treatment was unknown. No further information has been reported.